Event description:
Customer reported experiencing multiple alarms and occlusion events during insulin pump use, which led to high blood glucose levels without specific values known. Correction bolus was administered via the pump, and no third-party assistance was needed. To address the occlusions, the customer changed the soft cannula infusion set and resumed insulin.